Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received with its original packaging opened. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used. Biological material was present on the stapler where the staples are fired. Three staples were found to be jammed at the stapler tip. The staples are partially formed as if the trigger was not fully engaged. No other defects or anomalies were observed. A functional inspection was performed by attempting to engage the stapler trigger. The three partially formed staples were removed from the stapler and the trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. The stapler was pressed against the foam pad and the trigger engaged. The stapler fired one correctly formed staple into the foam pad. This was repeated six more times with each staple firing correctly and engaging with the foam pad. No defects were found. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the stapler was found to be jammed as a result of partially formed staples. In order for the stapler to function, the trigger must be fully engaged. Once the three partially formed staples were removed, the stapler was functionally tested with no issues found. The reported complaint of staples not grabbing the skin properly could not be confirmed based upon the sample received. The stapler returned was found to be jammed as a result of three partially formed staples lodged in the stapler tip. The IFU for this product indicates, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Once the partially formed staples were removed, the stapler functioned with no issues found. Therefore, based upon the sample received, operational context caused or contributed to this event.

Event description:
Alleged event: one out of two staples does not grab skin properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4).

Event description:
Alleged event: one out of two staples does not grab skin properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: one out of two staples does not grab skin properly. The patient's condition was reported as unknown.